Event description:
Md was firing the tl 90. The stapler was fired correctly, however, there appeared to be no staples in the stapler. The colon was cut and fixed immediately. The ethicon rep was notified.